Event description:
Abdominal pain and swelling, prolonged menstrual cycles accompanied with severe pain and bloating. Blurred vision, high blood pressure, mini black out spells, numbness in arms and legs, headaches. (B)(4).